Event description:
It was reported that during prep for a percutaneous transhepatic cholangiodrianage procedure (ptcd), a suture break occurred. The anatomy location was listed as the "bile duct." The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient condition listed as "good."

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer - examination revealed the suture with the stopcock key had broken/detached from the device and was not returned. The catheter, metal cannula and trocar were intact with no other issues. Examining the catheter device, it was found that the suture was broken/ cut near the distal pigtail section. The broken end of the suture was pulled out of the pigtail through the drain hole and found that the suture was broken near the distal suture hole. The broken end of the suture appears to have been possibly cut by a sharp object. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.the most probable root cause is considered handling damage as the event occurred prior to patient contact. (B) (4).

Event description:
It was reported that during prep for a percutaneous transhepatic cholangiodrianage procedure (ptcd), a suture break occurred. The anatomy location was listed as the "bile duct." The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient condition listed as "good."